Event description:
It was reported that the pump quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level, as confirmed that values remained within normal range. The customer decided to use manual daily injections as a backup therapy.